Event description:
Patient reported that, while programming a bolus, the device went into stop mode, and displayed the time as 2 hours earlier than it actually was. The device then switched to the piston rod retraction mode, and then to the priming mode, without pressing any buttons. Patient's blood glucose was not affected and no treatment was received.